Event description:
It was reported that screw head broke off during insertion at the angle of the mandible fracture. The screw shaft was not retrieved from the bone. The screw inserted normally and felt normal during tightening but the screw head dropped off, leaving the shaft in the bone. The doctor noted that he drilled bicortically with the long transbuccal 1.5mm drill, and did not use excessive force. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the measurable dimensions of the broken mandible screw were checked and found to be in compliance with the drawings. The cross section surface shows no irregularities which indicate material conformity. We assume that too high mechanical force in a slanting direction may have caused the breakage. No product fault could be detected. Device is not distributed in the united states, but is similar to device marketed in the USA.